Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with a low heart rate. The right ventricular (rv) lead exhibited high thresholds and loss of capture. The patient also felt light-headed. The lead was capped and replaced. No patient complications have been reported as a result of this event.